Manufacturer narrative:
Annex d code was corrected and updated.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps instrument did not coagulate. A backup instrument of the same kind was used to complete the procedure with no reported injury and a delay of 15 minutes. Intuitive surgical (is) contacted the initial reporter and obtained the following additional information regarding this event: the instrument remained silent without response, and it did not deliver any energy. No patient harm nor injury. The issue caused a delay of 15 minutes. No fragment fell into patient. The procedure was successfully completed with a backup instrument.

Manufacturer narrative:
Based on the claim from the customer noting the instrument would not coagulate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy was successfully delivered and received. The instrument was fully functional. No product issue was identified. Additional observation not reported to site: the instrument was found to have damage to the conductor wire insulation at the distal end. The wires were exposed as a result creating a potential for electrical discharge. The instrument passed the electrical continuity test. No signs of thermal damage observed. The complaint regarding the instrument would not coagulate was not confirmed by failure analysis, however, failure analysis did find the conductor wire exposed.